Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician attempted to place the lead in the septal area of the right ventricle. The physician was not satisfied with the attempted placements and decided to place a different type of lead in the apex of the right ventricle. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.